Event description:
It was reported that the patient was experiencing inadequate stimulation and was successfully reprogrammed. During the said reprogramming session, the patient experienced a shocking sensation along with a cramping in the fingers. It was believed that the patient suffered neurological sequel due to a shock injury. It was unknown if the neurological symptoms were device related. The patient is currently on speech and physical therapy.